Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Visual inspection observed that the wire was inside the retrieval sheath, and the filter bag came back in deployed state. The spring tip was bent. Functional inspection of sheathing/unsheathing could not be performed, since in the retrieval sheath can only be retracted, because it does not have a deploy function. Based on the evidence, the reported allegation of filter difficult to deploy could not be confirmed, due to lack of evidence, since the retrieval sheath does not have a deploy function and the delivery sheath was not returned for analysis. No damages were found during the product inspection that could have contributed to the reported issue.

Event description:
It was reported that vasospasm occurred. The target lesion was located in the carotid artery. A 190 cm filterwire ez was selected for use. However, the delivery system could not be deployed after cross the stenosis. After repeated attempts, the patient experienced vasospasm. The patient was immediately injected with heparin saline and urokinase into the catheter to prevent thrombosis. Another filterwire was used and could deploy normally. The procedure was completed, and no complications were reported. The patient condition following procedure was stable.

Event description:
It was reported that vasospasm occurred. The target lesion was located in the carotid artery. A 190 cm filterwire ez was selected for use. However, the delivery system could not be deployed after cross the stenosis. After repeated attempts, the patient experienced vasospasm. The patient was immediately injected with heparin saline and urokinase into the catheter to prevent thrombosis. Another filterwire was used and could deploy normally. The procedure was completed, and no complications were reported. The patient condition following procedure was stable.